Manufacturer narrative:
Patient gender and weight not available at time of this report. Medtronic navigation, inc troubleshooting resolved the issue over the phone with no further issues reported. No device was returned. Software investigation results are not yet available.

Event description:
A nurse called in from the site to report that the stealthstation system was not navigating during a mach cranial procedure. She reported that the frame and probe had green status, but that the crosshairs were red. After troubleshooting with medtronic technical services, (B)(6) reported that the system displayed the login screen and she was entering the application and proceeding to the navigate task again. Surgeon was able to verify the probe and navigate accurately with the system. Surgeon opted to complete the surgery with the use of the stealthstation. There was no impact on the patient outcome.